Event description:
Dealer states the patient is a child and has ran into the walls a few times and that he has cracked shrouds. He also states that the paint is chipping and even if the patient hit the walls it should not be cracking the way it is.

Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.